Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. The customer's blood glucose level was reported to be 515mg/dl. The customer was currently at the hospital and being treated. The customer would call back at a later time to troubleshoot.